Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power cord for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the cable had an open in continuity testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the mobile view station (mvs) no line power light was on, the power board would not power on, and the power cord was damaged from an arc in wall socket. They replaced the mobile view station (mvs) fuses, power board, and power cord which resolved the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the mobile view station (mvs) main line power fuses were blown. This issue occurred outside of procedure. There was no patient present when this issue was identified.